Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty fitting the cartridge properly onto the pump during the loading sequence. Prior to loading the cartridge, the customer observed an o-ring on the pneumatic tap. Tandem technical support informed customer that the o-ring was from a previous cartridge and advised the customer to remove it. Customer declined as the cartridge was loaded and the pump was delivering insulin. Customer's blood glucose was 107 mg/dl.